Event description:
A surgical technician reported patient with diffuse stippling and dry eye at one month lasik post-operative visit. At visit patient complained of dry eye and indicated "he goes to bed at 3am and has a hard time resting". Additional info has been requested. This report reference the left eye. An additional report will be filed for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Addition info has been requested. (B)(4).